Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's nurse incorrectly entered in the pump settings. Tandem technical support reviewed pump settings and found that the new carbohydrate ratio was set to 1u:1.5g and 1u:1.3g rather than the previous setting of 1u:5g and 1u:3g. The incorrect settings caused the pump to recommend a bolus delivery of 30 units based on 40 grams of carbohydrates and a blood glucose of 250 mg/dl, but the customer did not deliver this bolus. Customer's blood glucose level was 250 mg/dl. Customer corrected the pump settings and resumed insulin therapy.